Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the distal coil was fractured at 30.6 cm from the connector pin. The fracture was consistent with that occuring due to fatigue.